Event description:
It was reported that this implantable pacemaker is suspected of exhibiting premature battery depletion (pbd). Battery longevity decreased from 5.5 years at the check six months ago to 2.5 years at today's check, despite no significant changes in device settings or pacing rates. Boston scientific technical services (ts) confirmed increasing power consumption over the past year and recommended replacement of the pulse generator. As of this time device remains in service. No adverse patient effects were reported.